Event description:
It was reported that the patient had diaphragmatic stimulation and that there was non-capture of the left ventricular lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed and primary analysis revealed no anomalies. However, the outer tubing overlay had cosmetic environmental stress cracking (esc) and the outer insulation had a cosmetic depression.